Event description:
A malfunction was reported on the pump by the caller, indicating a malfunction code of malf 12. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller in doing so, with no recurrence of the malfunction after the reset. The customer was informed they could continue using the pump and understood to call back if issues arose again.